Event description:
The customer reported high blood glucose reading of 288 mg/dl. The customer reported smelling insulin and a reservoir leak. The customer also stated a piece of plastic fell off from the reservoir lip. Through trouble shooting, an air bubble in the tubing was discovered and corrected. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.